Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor had excessive foam and leak. The issue occurred at an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8, h4, corrected information added to section: and h6.4. (Code 2964 was incorrectly used with the initial report. Correct code of 1091 will be added with this report). The device was not returned to olympus for inspection, however, based on the results of the investigation per the field service engineer, excessive foaming in the reprocessing device was confirmed. It was considered that the suggested event may have occurred due to insufficient confirmation of the instruction for use (IFU) by the user. It is possible that reverse osmosis water, which has low electrical conductivity and cannot be detected correctly by fluid level sensor, was used in the reprocessor. In addition, since excessive foaming was observed, it is possible that the water used had a low content of magnesium and calcium ions, which suppress foaming from surfactant contained in detergent. Investigation also found that the water used for the reprocessor was treated by water softener and reverse osmosis filter prior to use. ·no error message was displayed on reprocessor when leakage occurred. ·the user used unspecified detergent. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 4 installation of equipment caution. The fluid level sensor detects the level of fluid by electrical conductivity of the fluid. Therefore, the fluid level sensor cannot detect water with low electrical conductivity such as purified water. Do not supply purified water from any source to this equipment. Purified water is water that has been produced through the methods of either reverse osmosis (ro), deionization (di), distillation or other methods that meet usp standards to remove impurities. If purified water is supplied to the oer-pro, the fluid level sensor may malfunction, and the cleaning fluid will overflow. Olympus will continue to monitor field performance for this device.